Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance during the fill process. The customer changed multiple syringe needles and multiple cartridges to resolve the issue.customer¿s blood glucose was 97mg/dl.